Event description:
When she was priming a new ultraflex infusion set for her son's device, she noticed that the tubing had come partially disconnected from the luer lock. The caller changed the infusion set immediately.